Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related or iipv events that would cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The product analysis lab (pal) analyzed the device and no failure, malfunction or iipv event was identified that could have caused or contributed to the reported issue of the home patient passing away. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infection and died coincident with peritoneal dialysis therapy. The cause of death was myocardial infarction. The patient experienced a myocardial infarction and was hospitalized for nine days prior to death. It was reported the patient was treated utilizing a procedure in which the patient¿s body temperature is cooled and then warmed. The additional treatments administered to the patient while hospitalized were not reported. An autopsy was not performed. Automated peritoneal dialysis was ongoing prior to death. The patient was not performing therapy at the time of the myocardial infarction or at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.